Event description:
Rptr did meter to lab comparison tests, side by side. The results were 111mg/dl on rptr's meter (capillary) test, and 323mg/dl on the venous lab test. Rptr stated that rptr was dizzy. Control testing was not done due to unavailability of supplies. On follow-up, the rptr confirmed rptr's test results, but did not do a control test. No harm was alleged.